Manufacturer narrative:
Returned product consisted of the watchman delivery system (wds) along with the watchman access sheath (was). The wds was received in the lumen of the was. The implant was received in the deployed state detached from the core wire. Device analysis determined the condition of the returned device was consistent with the reported information. The implant, hub, shaft, and tip were examined. There were numerous kinks throughout the device. The anchors were bent/damaged on the implant. The devices could not be separated due to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02421. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). The was deep seated in the laa and the closure device was deployed. During the echocardiogram, the physician observed a pericardial effusion with tamponade located in the apex cordis. The physician recaptured the device and observed the patient's symptoms for a moment. No intervention was performed and the patient remained stable. According to the physician, after the was and wds were removed, they were kinked by the health care professional.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02421. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). The was was deep seated in the laa and the closure device was deployed. During the echocardiogram, the physician observed a pericardial effusion with tamponade located in the apex cordis. The physician recaptured the device and observed the patient's symptoms for a moment. No intervention was performed and the patient remained stable. According to the physician, after the was and wds were removed, they were kinked by the health care professional.